Event description:
A caller reported that the pump's battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The issue persisted despite efforts to change charging cables, and technical support confirmed the excessive depletion in logs, leading to a decision to replace the pump.